Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. No adverse event reported. No product was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product was requested.